Event description:
Subsequent to the initial medwatch report a user facility medwatch report received that states, "stent embolized off the balloon during angioplasty of circumflex. What was the original intended procedure? Percutaneous transluminal coronary angioplasty." There was no additional information provided.

Event description:
It was reported that during an interventional stenting procedure in a heavily calcified distal circumflex, the 2.5 x 18mm xience v was advanced into the left main coronary artery but dislodged. The physician used a 1.5 balloon to push the xience v into the proximal circumflex and deploy. The physician then proceeded to stent the target lesion in the distal circumflex with a xience v stent. Upon angiography, it was noted that there was a small dissection in the left main coronary artery. A xience v stent was deployed to treat the dissection. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.